Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: during testing, the pump powered up to a hard ¿cs 006¿ alarm immediately therefore the investigation was able to duplicate the initial complaint about this alarm. The cs 006 call service alarm is defined as an eeprom write failure (electrically erasable programmable read-only memory). Some investigation steps were unable to be performed because of the cs 006 alarm. An eeprom failure was confirmed during testing. (B)(4).